Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to recurring incontinence. Upon explant, the device was found to be empty. A new aus was implanted. There were no additional patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to incontinence. The device stopped working and the patient had an episode of gross hematuria. Upon explant, the device was found to be empty. A new aus was implanted. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) because the device stopped working and the patient had an episode of gross hematuria. Upon explant, the device was found to be empty. A new aus was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff was visually inspected, and a pinhole was identified in the shell. A fluid leak was present from the pinhole that was consistent with wear at the fold of the cuff component. Further examination of the pump and balloon found no abnormalities or leaks. Based on the information available, the analysis did confirm there was a product malfunction that could affect the performance of the device. A conclusion of cause was traced to component failure was chosen. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was also assigned to this investigation.